Event description:
A lead extraction procedure commenced to remove a right atrial (ra, implant duration over 33 years) and a right ventricular (rv, implant duration over 18 years) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (glidelight laser sheath, tightrail sub-c rotating dilator sheath, 13f (long) tightrail) were used during the procedure. The rv lead was extracted successfully. While using the 13f tightrail (long) to extract the ra lead, the lead freed, with a chunk of tissue observed at its tip. The patient''s blood pressure dropped, and a pericardial effusion was noted via transesophageal echocardiography (tee). Rescue efforts began immediately, including sternotomy. Four perforations in the ra were discovered and repaired. Two of the perforations were attributed to traction being applied by the lld, and two were caused by the surgical clamps. The patient survived the procedure. This report captures the lld providing traction to the ra lead when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. H3): the device was discarded, thus no investigation could be completed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.